Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash under the electrodes. The patient's physician initially prescribed an anti-yeast cream. Follow up indicated that the patient's physician indicated that the rash was actually shingles and instructed the patient to use calamine lotion. The area under the front therapy electrode was still reportedly a rash. There is no allegation that the lifevest caused the development of shingles. The medical outcome of the affected areas is unknown.